Event description:
It was reported that the pt underwent a cervical procedure to implant anterior plate system at c3-c6. One of the screws backed out. The revision surgery was performed a month post op. The whole construct was removed and replaced to a new one with larger sized screws and plate. The fixation level is still at c3-c6.

Manufacturer narrative:
(B)(4): the lot of the suspect device was not identified, therefore the MFR cannot determine the suspect device. (B)(4). The MFR date for lot h09j3560 is 10/09/2009. The MFR date for lot h09k5453 is 11/06/2009. Neither device nor film of applicable imaging studies were returned to the MFR for eval. Therefore we are unable to determine the definitive cause of the reported event. Device history records for these lots were reviewed. No documentation was found that would indicate a non-conformance to specifications.